Event description:
The customer reported the s/5 anesthesia monitor unexpectedly turned off during an operation. The patient was left unmonitored for ten minutes until an alternate monitor was obtained. There was no reported patient injury associated with this event. A follow-up report will be submitted when the investigation is complete.